Manufacturer narrative:
The patient experienced peritonitis ¿a few days ago¿ from the time of this reported event. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The patient was not hospitalized for the event. The cause was unknown. The patient was treated with unknown intraperitoneal antibiotics for the peritonitis event. At the time of this report, antibiotic treatment was completed and the patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.